Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the stock out sheet was not printing. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.